Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to extend the lower limb of a graft in a patient, a stent was introduced into the sheath and advanced into the left distal common iliac artery, which was noted to be heavily calcified. Severe resistance was encountered while advancing the stent due to the calcified vessel. Upon attempting to remove the stent system, the stent was found to have detached from the balloon and remained in the sheath, resulting in stent dislodgement and the stent not being deployed in the patient. The device was safely removed, and a new device was used to complete the procedure. No harm to the patient was noted.